Manufacturer narrative:
B3: event date unknown. One device was received for evaluation. The reported dso sensor seal bubble was verified by visual inspection. It was determined that the root cause is the dso seal and was replaced to correct the issue. The device passed all functional tests after the repair. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso sensor seal is bubbled. There was unknown patient involvement.